Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise post shock delivery, during routine noninvasive induction testing. All lead measurements were stable and noise could not be reproduced during clinical maneuvers. A chest x-ray (cxr) revealed close proximity between the active transvenous defibrillation lead and abandoned lead.